Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced two infusion sets cannula kinked events on (B)(6) 2024 within 3 hours of insertion for first event and 3 or more hours after insertion for second event. The first event led to occlusion alarm. The insertion site was arm. The infusion sets has been used for about 8 hours. The blood glucose level was 520 mg/dl at the time of events therefore, the patient was treated with correction bolus via pump. Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.